Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified proximal right coronary artery (rca). Following predilatation, a 3.50x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body to perform predilatation again, it was noticed that the distal edge portion of the stent seems to be damaged and lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.